Event description:
Reporter felt unit was not responding well during phaco. Had to continually change bottle height to get adequate irrigation. Noted chamber collapse and posterior capsule tear. Anterior vitrectomy performed. Patient reportedly, recovering well.